Event description:
It was reported the patient experienced a possible sling infection or reaction bilaterally to the skin glue used to close both incisions. The patient has been on antibiotics for approximately 5 weeks. The left side incision was explored and a 0.5 cm sement was removed. There was no fluid pocket or other foreign body located. No further patient complications were reported in relation to this event.